Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A friend/family member of a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported the patient has had five seizures since (B)(6) 2017. The neurologist thinks they are two different types: one related to blood pressure and the other related to lack of oxygen. It was stated the deep brain stimulation (dbs) system was thought to be okay, but further diagnostics were needed. The physician thinks it is a symptom of posterior reversible encephalopathy syndrome (pres). The patient¿s face got red, their hands clubbed up, and the patient wasn¿t very responsive during the first set of seizures. Their eyes went back up in their head and they went ghostly white during the second one. It was stated that whatever has happened to the patient has maimed them badly. The patient was in a skilled nursing facility, but was to be released on (B)(6) due to lack of progress. An MRI was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient's seizures continued up until the patient's death.